Event description:
Pt developed shortness of breath, pansystolic murmur, and early diastolic murmur consistent with moderate aortic incompetence. Valve was explanted. Pt noncompliance with anticoagulant regime is suspected.